Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced. Urinary frequency, recurrent uti, rectocele, atrophic vaginitis and vaginal discharge.

Manufacturer narrative:
(B)(4): reason for surgery: uterine prolapsed, cystocele, rectocele, suiconcurrent procedures: mesh implant, ant and post repair with mesh, pubovaginal sling it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2009 due to mesh exposure. No additional information was provided.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.